Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had experienced a low blood glucose level of 50 mg/dl. The sensor reading was 60 mg/dl and it didn't trigger the threshold suspend feature on the insulin pump. Customer was asleep and didn't notice the device had a black circle on the display. Customer stated he cleared many low alerts but no threshold suspend alarm. The device alarm history was reviewed and it was noted the device had alarmed threshold suspend. The carelink report was also reviewed and it was noted the customer indeed did not clear the alarm, rater the device restarted administering basal after suspending for a two hours. No troubleshooting was performed. The customer was advised to monitor the device and call back if any issues occur.